Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pace impedance measurements, measuring greater than 2,500 ohms. Additionally, the pacing thresholds had increased from 1.2 volts to 2.3 volts. The shock impedance measurements remain stable. An x-ray was performed, the cause of high impedances was not been identified. The patient will continue to be followed via latitude, the remote home monitoring system. No further troubleshooting efforts were planned at this time. No adverse patient effects were reported. This product remains in-service.